Event description:
It was reported that the patient underwent a mitral valvuloplasty on (B)(6) 2014 and suture was used. During passage through tissue with knotted suture technique, the needle broke at the swage. The surgeon opines that the needle hit the bone before it snapped. The broken needle was retrieved during the procedure. The procedure was completed successfully. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual examination was performed and revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.